Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the set leaked at the lock site during preparation mode of the set up on a normal saline line. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was received for evaluation. The sample underwent a visual inspection, during which no visual discrepancies or abnormalities were detected. Additionally, the sample was subjected to a leak test by creating a closed system between the arterial and venous portion of the sets and testing the samples utilizing air under water. No leakage was observed during this testing. A review of the nonconformance database was performed for the reported lot number, and no abnormalities or non-conformance's were noted during the in process or final product inspection. Based on the sample evaluation, the product met internal specifications, and the reported defect is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.